Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the blue pin of the cycler set during fill 1 of their pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. The patient stated that the bubble was broken again. The patient reported receiving a patient pressure not constant alarm before step 1 of setup and then a balloon valve leak alarm during step 5 of setup for treatment. The patient pressed ok and was able to drain during drain 0. Additionally, a patient line is blocked alarm occurred during fill 1 of treatment and the treatment was cancelled. The patient re-setup the cycler with new supplies and then a balloon valve leak alarm occurred during dwell 1 of treatment. The patient was advised to keep the cycler cassette door open for 24 hours to dry out cassette module. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the blue pin of the cycler set during fill 1 of their pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. The patient stated that the bubble was broken again. The patient reported receiving a patient pressure not constant alarm before step 1 of setup and then a balloon valve leak alarm during step 5 of setup for treatment. The patient pressed ok and was able to drain during drain 0. Additionally, a patient line is blocked alarm occurred during fill 1 of treatment and the treatment was cancelled. The patient re-setup the cycler with new supplies and then a balloon valve leak alarm occurred during dwell 1 of treatment. The patient was advised to keep the cycler cassette door open for 24 hours to dry out cassette module. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.